Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump alarmed for motor error while doing bolus. Customer¿s blood glucose was 140 mg/dl. Customer mentioned that drive support cap was normal. Customer stated that customer was able to clear the alarm but not able to rewind the insulin pump as they keep on getting alarms. Customer was advised discontinue use of the pump. Recommended customer refer to back up plan. Insulin pump will be returned for analysis.